Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the lead electrode resistance was too low and they had to replace it with a new one to complete the surgery. The patient was currently stable.

Manufacturer narrative:
Only the accessories were returned in the kit. The low impedance lead (lot #0209907740) under question was not returned. No analysis could be done to provide any conclusion regarding the alleged lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.